Event description:
The service report shows that while performing an unrelated service, the customer support engineer (cse) discovered that the audible alarm was nonfunctional. The cse inspected the device and notified the customer that the alarm wire was damaged. The customer replaced thr audible alarm assembly and the unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.